Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in more pain with the spinal stimulator. Additional information was received and patient stated that they had no back pain until had the stimulator now where the electrode is my back is much worse than my ankle. More information received and the patient stated that they were planning on getting it removed no further complications were reported/anticipated.